Event description:
The customer reported via phone call that the needle was detached from the sensor when the sensor was taken out of the packaging. It was also reported the customer had a sensor end with their other sensor. The customer's blood glucose was 140 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.